Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken. Broken part is attached to cannula tubing. It was unable to confirm if the customer received the sensor in said condition due it being returned opened/used.

Event description:
The customer reported via phone call that she had been continuously receiving sensor error alerts. The customer stated she did not have any insertion issues. Blood glucose value was 200 mg/dl. The customer was advised to turn the sensor feature off and back on and then reconnect to old sensor. Customer was advised the sensor may be damaged and to remove it. Most recent blood glucose was 354 mg/dl; he treated with a bolus. The sensor was replaced and returned for analysis.